Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 35mg/dl the last four days. She had no symptoms. She retested on a different meter and the reading was 163mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned. Product was not replaced.